Event description:
This senior medical surveillance specialist reviewed the customer care advocate's (cca's) documentation. On (B) (6) 2010, the pt/layperson complained a blood glucose result with his new one touch ultra2 meter was inaccurately high beginning (B) (6) 2010. He requested control solution to check the meter. On (B) (6) 2010 at 10:30 am, the pt tested on the meter for the first time, obtaining 240 mg/dl. Reportedly one minute later, he obtained 112 mg/dl on his precision meter. Based upon the 240 mg/dl result, the pt injected 30 units of humalog. The pt's usual dose is "10-15 units". It was unclear if the pt's sliding scale required 30 units or if the pt elected to double the amount. At 11:00 am, the pt felt shaky and weak. Although medical intervention from another person was not required, the pt did not indicate whether he self treated. Since the event, he stopped using the meter. Because the pt alleged he increased his insulin injection on an inaccurately elevated result and then developed low blood glucose, the complaint is reported. The cca replaced meter, strips, and sent control solution.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for eval. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.